Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), which is a demonstration device, was programmed to monitor+therapy on the main tachy mode screen, but when it was programmed to detect ventricular fibrillation (vf) via the simulator, the test screen indicated that the device was in monitor only mode and did not deliver therapy. A commanded shock was able to be delivered, as well as a shock on t wave, but the device would not deliver a detection based shock. Programmer communication otherwise was normal. A memory dump was attempted but was unsuccessful.